Event description:
It was reported that there was noise which resulted in inappropriate detection, with a high number of short intervals which could indicate oversensing. As the exact cause of the issues could not be isolated, both the device and lead were explanted and replaced. Upon explant, visual inspection noted a fault in the insulation in the section between the two coils, with fluid migration within this section. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was noise which resulted in inappropriate detection, with a high number of short intervals which could indicate oversensing. As the exact cause of the issues could not be isolated, both the device and lead were explanted and replaced. Upon explant, visual inspection noted a fault in the insulation in the section between the two coils, with fluid migration within this section. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and upon analysis, no anomalies were found. (B)(4): the full lead was returned and upon analysis and intermittency between pin and cap was confirmed, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; the analyst noted that the blood in the distal most likely entered through the is-1 pin as no insulation breach was observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.